Event description:
During surgery, grounding pad applied by surgeon to left upper arm. When the surgeon pulled out the pad, patient developed a bruise at the site of the bovie pad that the surgeon described as an accelerated petechia 2x4 inches.